Event description:
According to the reporter, an esophageal procedure was performed on a patient. The resulting study displayed that the capsule detached from the patient's esophagus prior to the end of the procedure. As such, a repeat procedure has been scheduled. There was no harm to the patient and the last known patient status is that she is fine.

Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. The study duration is 48:00 hours. The bravo capsule tracing is at low ph values for abnormal time ( about 14 hours). Afterwards, the signal is gradually increasing until signal is over 8 ph until the end of the study. This is an indication that the capsule detached prior to the end of the procedure. A review of the device history record indicating that bravo capsule lot number 33889q was released meeting finished product specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.